Event description:
On (B)(6) 2022 during a posterior procedure, the guide tip fractured and remained attached to the implanted pedicle screw tulip. The fractured portion was not able to be retrieved and therefore is believed to remain in the patient; however, post-operative imaging could not detect the fractured piece. There were no reported technique or other use issues that may have contributed to the reported fracture. No adverse patient impact has been reported. No additional information is available.

Manufacturer narrative:
The device was not returned therefore the complaint cannot be confirmed. DHR review of the reported device identified with release to the field in 2015. Review of this report and similar events suggests this aged wear fatigue and or off-angled excessive force as possible causes or contributors. No additional investigation can be completed. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."